Event description:
Reportedly, medication was administered and no tape removal was required. Further surgical procedure was not performed and the issue with the urinary tract was addressed and resolved. The patient's condition was easily tolerated by her. Levaquin was the medication given to the patient.